Manufacturer narrative:
(B)(4). Fracture of the re conductors was noted at 3.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of high lv lead impedance.

Event description:
It was reported that during follow-up, the lead was found to be non-functional. High out of range lead impedance, high capture threshold and low r-wave amplitude was noted. Patient also received inappropriate shocks. Lead was explanted and replaced. Patient was stable post-procedure.